Event description:
It was reported that there was extravasation in the right shoulder. It is uncertain if the extravasation was caused by the patient's blood pressure or by the pump.

Manufacturer narrative:
Additional information will be provided once investigation is completed. Add'l lot # 0502ce3.